Event description:
It was reported that, "doctor could not seat insert into locking position. Opened another and it seated."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.